Event description:
It was reported that the expiration date was missing from the bd luer-lok¿ syringe with needle box before use. This occurred an unspecified number of times in lot 3086255 and an unspecified lot. The following information was provided by the initial reporter: "pharmacist has multiple boxes that do not have the expiration date on them so she would like to know what it is."

Manufacturer narrative:
H.6. Investigation summary: multiple boxes were reported as not having the expiration date for material number 309580. Two lot numbers were reported, 3086255 and 2058082. No photos or samples were received for evaluation. The lot number 2058082 is invalid and could not be evaluated . Batch 3086255 was manufactured in 2013, prior to the UDI requirements that mandated marking individual packaging with expiration date. This batch was manufactured correctly per product design at that time. Batch 3086255 expired 5 years after the date of manufacture. Based on the batch and product information provided no defect was identified. DHR review: batch 3086255 was manufactured in 2013, prior to the UDI requirements that mandated marking individual packaging with expiration date. This batch was manufactured correctly per product design at that time. Batch 3086255 expired 5 years after the date of manufacture. The DHR for batch 3086255 (309580) is no longer available for review as records are only retained for seven years. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3086255, medical device expiration date: n/a, device manufacture date: 2013-04-24, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the expiration date was missing from the bd luer-lok¿ syringe with needle box before use. This occurred an unspecified number of times in lot 3086255 and an unspecified lot. The following information was provided by the initial reporter: "pharmacist has multiple boxes that do not have the expiration date on them so she would like to know what it is."